Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery reamer device speed control could not be changed, the motor was worn and the trigger did not move smoothly. It was further determined that the device failed pretest for check power at the motor with test bench: minimum 190 to 250 watt, check trigger and electric control unit function, trigger test and check cannulation. It was noted in the service order that the device did not have enough power to cut the bone. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.